Manufacturer narrative:
The device was returned for analysis. The reported ¿device was attempted to be removed it was unable to be removed farther than the guide wire exit port¿ and ¿knot was attempted to be tightened down after the procedure; however, hemostasis was not fully achieved¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulty. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed report clarification on the reported information was received: the sheath was not upsized and the electrophysiology procedure was completed. The suture was still able to be used and was attempted to be tightened down after the procedure; however, hemostasis was not achieved. Manual arterial compression was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 7f sheath prior to a diagnostic electrophysiology (ep) procedure. Reportedly, the suture captured the artery. When the device was attempted to be removed it was unable to be removed farther than the guide wire exit port. There was strong resistance pulling the skin. The body of the proglide was rotated, yet failed to be removed. A separation was performed to the subcutaneous tissue and the device was finally removed. It looked as if the suture was detached from the o-ring [deployed]. The sheath was upsized to greater than 8f and the ep procedure was completed. The suture was still able to be used and the knot was attempted to be tightened down after the procedure; however, hemostasis was not fully achieved. Manual arterial compression was used to achieve hemostasis. No additional information was provided.